Event description:
It was reported that the pump segment of the catheter was found to be defective at implant. The pump-catheter connector would not securely click onto the pump; it would fall right back off. The connection was tried over 10 times. The spinal segment of the catheter was used, but the pump segment was exchanged for a different pump segment. The new pump segment clicked on to the pump on the first try without issue. There were no patient symptoms associated to this event; the patient was doing well. The drug in the pump was hydromorphone.

Manufacturer narrative:
Analysis of the catheter revealed a tear in the seal near the guide ring of the sc connector. The returned sc connector was also attached to 5 different pumps. In each case the connector made a robust connection to the pump. Some damaged was seen on the retaining ring fingers. It may be likely done during the implant process.

Event description:
Additional information reported that there was no obvious damage that could be seen on the defective connector. The connector behaved as if it were too big.

Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, partially explanted: (B)(6 )2015, product type: catheter. (B)(4).